Event description:
Damage to tandem charging cable was reported by the caller, resulting in the charging supplies becoming non-functional. There was no reported impact to the customer¿s blood glucose level. Technical support arranged for the replacement of the damaged charging supplies with a two-day shipping service.